Event description:
It was reported that the user questioned whether the needle guard had been removed from the infusion set during a supply change and whether insulin was being delivered. Customer support guided a site change that confirmed the blue needle guard had remained in place on the removed set, after which insulin delivery resumed. No reported adverse clinical effects. Outcomes included restoration of insulin delivery following a corrective site change. Investigation included customer support troubleshooting and education to inspect and replace the infusion set. Investigation of this case revealed an infusion set deployment error due to the needle guard remaining on the set, consistent with an incorrectly deployed infusion set. It was concluded that user technique was the most likely cause, with resolution achieved through proper site change and device setup education.